Manufacturer narrative:
A specific root cause could not be identified. As no sample from the patient was available, no further investigation could be performed. The presence of autoantibodies in the sample was a possible root cause. From the calibration and qc data provided, a general reagent issue could most likely be excluded.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable elecsys tsh assay results for multiple samples from one patient that were questioned by the doctor. The customer used cobas 6000 e 601 module serial number (B)(4). On (B)(6) 2017 the result was 24.53 uiu/ml and on (B)(6) 2017 the result was 37.1 uiu/ml. On (B)(6) 2017, the result was 45.78 uiu/ml. The sample was tested on another analyzer at the site and the result was 42.86 uiu/ml with a data flag. These results were reported outside of the laboratory. The sample was sent to another laboratory and was tested on an abbott analyzer. The result was 1.90 uiu/ml and was believed to be correct. The patient was not treated based upon the erroneous results and was not adversely affected. The customer declined a service visit as they believed the issue is specific to this one patient.